Event description:
Description of event: patient called about their mylux device for their heart from (B)(6), and sometimes it says connection lost other times it says it is connected. Agent provide patient the phone number to contact (B)(6) and redirected patient to (B)(6) to resolve their mylux issue. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).